Event description:
Call came through customer service (B)(6), dealer stated that the lock out collar is missing and causing the gear rack to come off of the frame when the user tilts. No other information provided.